Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient's stitches were bursting open. Two days later the patient was taken into the operating room for a lead revision. During the revision, the physician discovered signs of a possible infection at the ipg site. The patient was treated with antibiotics and the following day the physician explanted the entire system.